Event description:
A customer reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump since it was under warranty and provided necessary instructions for storage mode and the return process. The customer will use mdi as a backup therapy until the replacement pump with updated software is received.